Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. Upon further examination of the interior of the device, there was corrosion on pcb1 particularly around the internal battery connector. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.

Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and there was water in compartment. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for critical pump error and insulin pump alarm again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.